Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as ¿no information¿.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed due to a reading of 0 vdc. A review of the share logs could not be performed as there was no share log data. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.